Event description:
Seventy-three days post index procedure, the pt was hospitalized for restenosis of the stent that was initially implanted. The pt had a target lesion in the obtuse marginal branch. The lesion was de novo, eccentric and moderately calcified with angulations of 45-90 degrees. The lesion was 15/20 mm in length. The lesion was pre-dilated and a 2.5x23mm cypher stent was implanted at 12atms. The pt's medications include the following: ticlopidine/clopidogrel, aspirin, beta-blockers and anti-anginal medication.

Manufacturer narrative:
Please note: this ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.